Manufacturer narrative:
(B)(4). Investigation summary: four photos, one loose 3ml syringe with needle attached and two opened and empty blister packs from batch 0048800 (p/n (B)(4)) were received and evaluated. The was approximately 1ml of clear fluid inside the syringe. It was observed there was a lengthwise crack outside the grad line extending from the 1ml to the 2ml marking, which was rejectable per product specification. Batch 0048800 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos and sample provided. Root cause description: potential root cause for the cracked barrel defect is associated with the assembly process. Rationale: no corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that a "1.5cm" crack was found in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip after botox "sprayed" from it during the injection. The following information was provided by the initial reporter: "dr was injecting botox into patient, the medication sprayed from the syringe. Dr. Depressed plunger of the syringe to administer the medication on the patient. The medication sprayed from the syringe. The needle was removed with the syringe and inspected. Upon inspection a 1.5cm crack was found on the barrel of the syringe. Defective product was removed and new syringe was used. No patient harm."